Event description:
The facility reported a colleague infusion pump that had no audio when a fail code appeared. This resulted in a failure to alarm or alert as intended. It is unk when this event occurred. According to the hosp rep, no pt injury or medical intervention had been reported related to the device. No additional info is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any additional details become available.